Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer not on bus. A field service engineer has replaced both retractor bands on main drawer 4 and has determined that there is no hardware failure. The issue has been resolved. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer not recognized on bus. A customer has indicated that a user is experiencing difficulties in dispensing medication to a patient, which has been attributed to a reported malfunction causing a delay in patient care. There were no adverse events or injuries reported based on this event.